Event description:
It was reported that during a general surgery procedure the tissue came off of the device. It was unknown if the pad fell into the patient, but it is known that the pad was not left in the patient. They completed the procedure with a new like device. No patient consequence.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The tissue pad was attached to the clamp arm and not missing as reported by the customer. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.